Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a damaged battery cap. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were stripped. The battery cap did not secure properly to the pump; a test cap was used to complete investigation. Unrelated to these issues, the bolus button cover was completely detached and missing from the pump. (B)(6).